Manufacturer narrative:
(B)(4). Batch # t5a39e. Additional information requested but not received: can you please provide more event details? For the device that was not possible to open: was the knife reverse button attempted? If so, did it function properly? If no, please explain. Was the manual override lever attempted? If so, did it function properly? If no, please explain. Was the device closed on tissue? If yes, how was the device removed from the tissue? Did the jaws of the device eventually open? Also, the lot number provided, r94h2c, does not refer to a gst60t as reported. Can you please provide a valid six digit lot or batch number for the gst60t device involved in this event? Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one gst60t cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, it was not possible to open the device from the beginning. There was no patient consequence.